Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement of 180 ohms, no capture, low sensing and noise on the right ventricular (rv) channel. The lead was reprogrammed to unipolar configuration and an impedance measurement of 220 ohms was obtained and there was also less noise. An x-ray did not reveal any lead damage. A revision procedure was performed and an x-ray did not reveal any lead damage. The lead was tested with a pacing system analyzer (psa) which produced low impedance measurements and high threshold measurements. The rv lead and the device were removed from service and replaced. No additional adverse patient effects were reported.